Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Surgical and clinical medical records were reviewed: on (B)(6) 2015, patient received an uneventful patellofemoral arthroplasty using a competitor knee system paired with depuy bone cement. There were no reported complications associated with this surgery. On (B)(6) 2020, patient presented at two year post-op clinical visit with anterior left knee pain, having had a single episode whereby she felt a painful clunk in her left knee as she descended the stairs (actually two clunks one right after the other, suggesting patellar subluxation, the patella popping out and then back in). She has had no re-occurrences of the event, and her exam was otherwise negative. She was prescribed physical therapy for quadriceps strengthening, directed at vmo (vastus medialis oblique), over the next 4-6 weeks.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for concern for possible subluxation of the patella. Event is serious and is considered moderate. Event is definitely related to device and there is a remote possibility that the event is related to procedure. Date of implantation: (B)(6) 2015, date of event (onset): (B)(6) 2020, (left knee). Treatment: physical therapy - quad strengthening particularly the vmo.